Event description:
It was reported to sales rep that the "cartridges" were shooting straight shots. Spoke with (B)(6) at facility on (B)(6) 2007. She indicated that hospital has surmised that, since this has occurred on a regular basis using multiple devices, it must be that the cartridges are the problem.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.